Event description:
The customer reported via phone call that the insulin pump is alarming no delivery after bolus delivery. Customer stated the alarm occurs 2 to 3 times a week at the worst or it could be once a week sometimes. Customer stated that the tubing is not bent or crimped. Customer stated he cleared the alarm and selected resume and the insulin pump appears to be functioning as designed. Blood glucose value is unknown. Customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.